Event description:
Ous MDR - it was reported that about 17 months after the implantation, the patient received an inappropriate shock due to oversensing. A revision was scheduled, but this lead has not been returned for analysis.

Manufacturer narrative:
An explant date has been provided. Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The visual inspection demonstrated a damaged insulation at some 30.5 cm distal to theis-1 connector pin. In that section, the lead body was found squeezed and deformed. These findings can be considered as the root cause for the observed oversensing issues mentioned in the complaint description. Based on the characteristics as well as the location of the damage, it is reasonable to assume that the lead had been subject to excessive mechanical forces in the implanted state as the result of clavicular - first rib entrapment. Further damages occurred most likely during the explanation procedure. The analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore, the device itself could not be investigated. The received data were carefully analysed. The available iegm's confirmed the presence of artefacts, which led to the detection of vf episodes and one shock delivery. In spite of the information available for analysis, no conclusion can be drawn regarding the clinical observation. An analysis of the lead would be necessary for a root cause investigation. Should additional information or the device itself become available for analysis, the investigation will be updated.